Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no evidence of short battery life observed in the pump history. A review of the black box and alarm history showed only typical usage alarms. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a discolored display screen. The display screen was replaced with a test display and the contrast returned to normal with no signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report a short battery life with the subject meter. The reporter stated that the patient awoke that morning with a high blood glucose of 500 mg/dl after sleeping through a low battery and replace battery alarm. The reporter denied that the patient developed any symptoms suggestive of hyperglycemia. At the time of the call, the reporter stated that the patient was given a correction bolus via the pump (after a new battery had been inserted) and confirmed his blood glucose came down quickly to target range. At the time of troubleshooting, the patient's mother stated that the patient first received a low battery alarm at 4:39am then the replace battery alarm at 5:09am. The reporter confirmed that the patient never confirmed the low battery alarm. At the time of the call, the patient's mother confirmed that all pump sounds were working and she mentioned to customer support that it was not unusual for the patient to sleep through an alarm and not confirm it. Customer support noted that the patient was unable to confirm date of last battery change. Review of pump alarm history did not show a low battery or replace battery alarm. The pump alarm history went as far back as (B)(6) 2012. This complaint is being reported because the patient obtained a blood glucose equal to 500 mg/dl. The patient's reported hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time.